Manufacturer narrative:
The permanent cautery spatula instrument has been requested to be returned, but it has not yet been returned for evaluation. Therefore, failure analysis has not been performed. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. An instrument log review could not be performed because incomplete instrument information was available. This complaint is reportable due to the following: it was alleged that the instrument had insulation damage with no evidence or claim of user mishandling or misuse. The alleged issue could contribute to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument was found to have insulation damage. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken ceramic sleeve. The broken piece is missing as a result of breakage. Size of the missing piece is approximately 0.113¿ x 0.223¿. The root cause of broken instrument ceramic sleeve is typically attributed to the user, such as excess force applied to the distal end of the instrument or accidental collisions. Updated information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10.

Event description:
Refer to h10/h11 for follow-up information.